Event description:
It is reported that a customer received would change the infusion set on their insulin pump but the numbers would not show up on the screen. The patient's blood glucose level was at 159 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was advised to check the settings on the pump to make sure they are correct. The pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.